Event description:
It was reported that during the implant procedure, ventricular fibrillation occurred and the patient had no pulse. This was resolved by one external shock. The patient's symptoms then resulted in an electrical storm. The procedure was then discontinued and the patient was moved to the intensive care unit. No new device or leads were implanted. The chronic device and leads were explanted at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.